Manufacturer narrative:
A dreamstation auto CPAP device was returned to a third-party service center for evaluation. During evaluation at the third-party service center, the device was visually inspected. Evidence of foam particles was identified inside the blower kit. The service technician also noted dust contamination. Following completion of the evaluation, the device was scrapped by the service center. No information regarding patient involvement, adverse event, serious injury, permanent harm, or medical intervention was reported. No additional information is available.

Event description:
A dreamstation auto CPAP device was returned to a third-party service center for evaluation. During evaluation at the third-party service center, the device was visually inspected. Evidence of foam particles was identified inside the blower kit. The service technician also noted dust contamination. Following completion of the evaluation, the device was scrapped by the service center. No information regarding patient involvement, adverse event, serious injury, permanent harm, or medical intervention was reported. No additional information is available.